Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: cervical klippel-feil syndrome progressing to myelopathy following minor trauma. Min-hong hsieh a, kuang-ting yeh b,c, ing-ho chen b,d, tzai-chiu yu b,d, cheng-huan peng b, kuan-lin liu b, wen-tien wu b,d,* tzu chi medical journal 26 (2014) 47e50. Received 14 august 2012. Received in revised form 27 august 2012. Accepted 13 september 2012. N=1: rod breakage (qty 2).